Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the patient presented for device follow-up, a false elective replacement indicator (eri) reading was observed. The eri status was successfully cleared and the device remains in use. No patient complications have been reported as a result of this event.